Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Visual evaluation of the pictures of an alleged ar-8933v-12s attached to the complaint. It is inferred that there are damaged/nicks in the hexalobe, the threaded body of the screw, and geometry loss on the screw flute. The complaint is confirmed. One unpackaged ar-8933v-12s serial/batch number (B)(6) was received for investigation. Upon visual evaluation, it was found that the hexalobe shape head of the screw missed the geometry. The screw-threaded body showed nicks and damage in the anodize color. The cause remains undetermined. However, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 2/24/2023, it was reported by an arthrex employee via email that an ar-8933v-12s low profile va locking screw thread would not lock. This was discovered during a procedure on (B)(6) 2023. Case was completed using a new product. Additional information received on 2/28/2023: this was discovered during a reconstructive fixation of the left fibula with hemorrhage.